Event description:
Boston scientific crm received information that the boston scientific crm sales representative reported seeing a "blip" on the rv rate/sense channel preceding the vp by approximately 240-260 milliseconds. True loss of capture was observed during the rv threshold test at 1.2 volts at 0.5 milliseconds and also when programmed to 2.2 volts at 0.5 milliseconds. Lead impedances were reported to be stable and within acceptable limits. The sales rep observed noise, oversensing and pacing inhibition with pocket manipulation and therefore, suspected a set screw or seal plug issue. The device was then explanted and replaced without complication.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.